Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 30-jul-2025, the user reported difficulty twisting the connector into place during a supply change. The connector would not engage until a different connector was used, which resolved the issue. Replacement connectors were sent. Blood glucose was not affected. No medical intervention was required.